Event description:
Discordant chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher for some and lower for others. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the mixer motor, stirrer, and seals. The cse cleaned the ion selective electrode module of salt, flushed the drain line, and calibrated the instrument. Quality controls were run, resulting within range. The cause of discordant cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.